Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed empty but stated there was still medication in the bag. Received pump monday and had an appointment for removal. Settings were reviewed. Label confirmed that total volume 230 ml at rate 5 ml/hour. They would proceed to clinic and make them aware of the extra medication in the bag. The bag was not full but had a significant amount. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.